Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose. Customer was unconscious for about 5 hours. Customer stated was experiencing issues with the sensor, the sensor was reading higher than it should and the customer passed out. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. About a change sensor alert, and sensor glucose versus blood glucose differences. The insulin pump will not be returned for analysis.